Event description:
It was reported in the journal of neurointerventional surgery that two hours post stenting of an 80% stenosed left middle cerebral artery, the patient developed a small symptomatic basal nuclei hemorrhage and stroke. Despite initial worsening of neurological condition, the patient returned to baseline after three weeks in rehabilitation.

Event description:
It was reported in the journal of neurointerventional surgery that two hours post stenting of an 80% stenosed left middle cerebral artery, the patient developed a small symptomatic basal nuclei hemorrhage and stroke. Despite initial worsening of neurological condition, the patient returned to baseline after three weeks in rehabilitation.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. Stroke and hemorrhage are known and anticipated complications associated with these types of procedures and are listed as such in the direction¿s for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.